Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, peri-implantitis, abscess, inflammation, mobility, pain. Patient has rheumatism and is in bad general condition.